Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file which showed an amc servo drive error. The fse solved the issue by replacing the amc triple servo drive hp-lp-lp. After the part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.